Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium non-detachment. The patient was undergoing coiling of an aneurysm. The devices were prepared as indicated in the IFU. During the procedure, an axium coil was placed and was reportedly unable to be detached using an instant detacher. It is not known whether manual detachment was attempted. There were no reports of patient injury in association with this event.

Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation the device was returned as part of this investigation. Analysis found the actuator interface was broken off from the pushwire with the release wire also broken. The axium prime pushwire was found bent at the tack weld replacement crimp, positive load indicator, and break indicator. A second break was found distal to the break indicator with the release wire extending out of the proximal end of the distal segment. This is indications of mechanical and manual detachment attempts at these locations. The axium prime pushwire was found bent and found kinked. The coin was found to be pulled back from the lumen stop; with the shield coil present and intact. Implant coil was found already detached and damaged. The lumen stop was found to be visually acceptable, but the retainer ring was found to be ovalized.  Based on the returned device, the cause of the event could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.